Manufacturer narrative:
(B)(4). The device was requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4).

Event description:
According to the customer: it was reported that a blood to water leak was noted during use on the hls module. The device was being exchanged from the patient when the staff noticed the blood in the water. No harm to the patient was reported. (B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). Contact person- (B)(6). The product was requested for return to the manufacturer for laboratory investigation. The sample was investigated in the manufacturer laboratory on (B)(6)2018. An hls module advanced 7.0 has been returned. The sample was contaminated. The water side was bloody. Purified with sodium hypochlorite. Leak test performed. A leak between blood and water side can be confirmed. Thus the leakage could be confirmed. A probable root cause could be not determined at the moment. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined nocorrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.